Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary drawers were failed. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary drawers were failed . The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) delivered a half-height enhanced drawer to the customer to replace the existing one, which had faulty rails. The station was not in service and was located in an area without power, unable to test the drawer functionality on-site. Upon inspection, fse found that the rails were damaged, and the bearing cage was broken. Due to these issues, fse proceeded with swapping the drawer with a new one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.